Manufacturer narrative:
Results: footboard control module pcb board.

Event description:
It was reported the pcb board on the footboard control was not working, thus affecting bed exit. No adverse consequences alleged.